Manufacturer narrative:
An event regarding periprosthetic fracture involving a meridian stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: could not be performed as no devices were returned. Medical records received and evaluation:a review of the provided medical records and/or x-rays by a clinical consultant indicated: "on (B)(6) 2006 she underwent a primary right total hip arthroplasty for which a brief operative report describes general anesthesia and a posterolateral approach for a diagnosis of degenerative joint disease of the right hip. A crack was noted in the femur at the time of preparation of the femoral canal two dall-miles cables were placed. ... An x-ray report of the right total hip describes "good alignment". On (B)(6) 2010 an aspiration of the right hip under fluoroscopic control was performed for a diagnosis of complaint of swelling and fullness of the lateral and anterior greater trochanteric area. A radiology report describes no fluid aspirated. 15 cc' s of sterile saline was injected with minimal amount retrieved, which was sent to the lab. No organisms and no growth was noted at one day. ... There is an (B)(6) 2010 admission and surgery for excision of the right thigh mass and explant of the right total hip arthroplasty. On (B)(6) 2010 a revision right total hip was performed, and the patient was subsequently discharged on (B)(6) 2010 from the original admission on (B)(6) 2010. No operative reports for either procedure are available. A discharge summary dated (B)(6) 2010 describes admission on (B)(6) 2010 for excision of mass and "during procedure we determined that the mass had actually transformed most of her normal tissue around the hip joint into a fibrous necrotic tissue, including her gluteus maximus, medius, and minimus, and a large portion of her sciatic nerve ... Dead muscle ... Excised ... Prosthesis ... Explanted ... Mass extended into pelvis ... Not resected due to danger ... Pre-op MRI pelvic mass large ... ". The note further states, "post-operative hematoma ... (B)(6) studies ... Mass nonmalignant". The diagnosis was "ischemic fasciitis, possible pseudotumor". ... She was seen on (B)(6) 2010 where it was noted she had a revision of dislocated right total hip surgery on (B)(6) 2010. No operative report or records of this admission are available for review. ... X-ray printouts available for review include a series dated (B)(6) 2006, which is an ap of the right hip, portable, demonstrating a right uncemented total hip arthroplasty with one screw in the acetabular shell, and two dall-miles cables, one proximal and one distal to the lesser trochanter. The hip is reduced and the components are in nominal position. ... (B)(6) 2010 are multiple views of the previously described components with the hip dislocated. X-rays dated (B)(6) 2010 and (B)(6) 2010 demonstrate the hip reduced. ... No examination of the explanted components, and no MRI images or reports are available. The pathology report is not diagnostic of prosthesis related reaction and pathologist in (B)(6) clinic suggested that infection should be ruled out. He further noted that in metal on metal prosthetic reactions, more lymphocytes are noted and eosinophils are not common. The subsequent diagnosis of chronic infection in this case could explain this entire clinical course rather than prosthesis related reaction." Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the reported event was confirmed by medical review. A review of the provided medical records by a consulting clinician revealed that "on (B)(6) 2006 she underwent a primary right total hip arthroplasty for which a brief operative report describes general anesthesia and a posterolateral approach for a diagnosis of degenerative joint disease of the right hip. A crack was noted in the femur at the time of preparation of the femoral canal two dall-miles cables were placed. ... X-ray printouts available for review include a series dated (B)(6) 2006, which is an ap of the right hip, portable, demonstrating a right uncemented total hip arthroplasty with one screw in the acetabular shell, and two dall-miles cables, one proximal and one distal to the lesser trochanter. ... No examination of the explanted components, and no MRI images or reports are available. The pathology report is not diagnostic of prosthesis related reaction and pathologist in (B)(6) clinic suggested that infection should be ruled out. He further noted that in metal on metal prosthetic reactions, more lymphocytes are noted and eosinophils are not common. The subsequent diagnosis of chronic infection in this case could explain this entire clinical course rather than prosthesis related reaction." The exact root cause could not be determined. Additional "informaton" such as examination of the explanted components are needed to further evaluate and determine a root case. If devices or additional information become available, this investigation will be reopened.

Event description:
As per medical records "a meridian pa-stem was impacted into place. A crack was noted in the upper portion and two dall-miles cables were placed with good purchase and then the stem was again impacted and good fit was noted."